Event description:
It was reported the patient had been having withdrawal since about 1pm the day of report. It was noted the health care provider would like a manufacturer representative to interrogate the device. It was noted the patient was currently in the ER. The pump was used to deliver baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).